Event description:
Thy physician reported the guidewire broke while inside the patient during a procedure. A piece of the wire was reportedly removed with a retrieval device. The type of retrieval device used, and whether or not the procedure was completed is unknown at this time. The physician reported the patient suffered no adverse effects as a result of this phenomenon.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.